Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The batch number is unk; therefore, a review of the mfg documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The 90% stenosed lesion was located in an unspecified calcified and severly tortuous vessel. The physician attempted to implant a 3.50x28mm taxus liberte stent in the target lesion, however, the device was unable to cross the lesion. The device was removed from the pt, and the physician discovered the stent was damaged. The procedure was completed with a different device. The pt's condition was stated as "good".